Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause for the reported event is related to the patient's anatomy (i.e. Calcification).

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. The affected device was introduced into the patient's body and advanced towards the target lesion. It was noted that "the patient had vascular calcification which caused stent tip damage upon stenting". A new stent was used to finish the intervention.